Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. The device was evaluated remotely, and the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The customer was informed that this model is eol. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart mrx defibrillator monitor indicating that the set of manual paddles need replacement. There was no patient involvement.